Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing and device-device interaction testing were performed with no issues noted. The reported condition was not verified. The companion sample was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-one (21) integrated automated peritoneal dialysis (apd) sets with cassette leaked during therapy. The home patient had not noticed anything unusual with the supplies while setting up the homechoice device or while removing the setups. The home patient was given prophylactic antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.